Manufacturer narrative:
Retainer ring = black. P-cap or reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, and self test. However, unit received with low battery alerts in less than 1 week confirmed in pump history and had high sleep current due to moisture damage in pcb 1. After swapping pcb 1 with a test board, sleep current measurement passed. The following were noted during visual inspection: scratched case and faded serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was getting empty within 2 days. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.